Manufacturer narrative:
Based on a review of the provided medical records, the patient underwent laparoscopic repair of an incisional hernia with a composix kugel mesh on (B)(6) 2004. Seven years post implant, the patient reported abdominal pain. The mesh was then explanted on (B)(6) 2011. During the procedure, there was no mention of a suspected defect in the mesh. The surgeon notes that he cut the mesh with scissors to confirm that the monofilament ring was intact. The hernia that resulted from the explant was repaired with a ventralight mesh. Currently, it is unknown whether the mesh may have contributed to the alleged event. A photo of the explanted mesh was provided. However, we are unable to determine the condition of the mesh prior to removal. There was no mention of a device failure in the medical records, and no specific device failure has been alleged. With the information available, no conclusion can be drawn. The (B)(6) 2011 date of event identified on this MDR is after the (B)(6) 2011 date of awareness. This is due to additional information being reported after the original complaint was made.

Event description:
Per medical records: (B)(6) 2004 - patient underwent laparoscopic incisional hernia repair with composix kugel hernia patch. On (B)(6) 2011 - patient presents to surgeon with complaints of abdominal pain. On (B)(6) 2011 - patient underwent laparoscopic removal of composix kugel hernia patch and repair of incisional hernia with ventralight mesh.